Event description:
Caller reported a malfunction on pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. No additional information was received regarding the outcome of the event. Technical support provided pump reset information and assisted the caller in resetting the pump.